Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (aortic neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology from the time of implant is unknown. Currently the patient's proximal aortic neck was 25-26-25 mm in diameter. The left and right common iliac arteries were 13 mm in diameter. It was reported that during a recent routine follow-up it was noted that the bifurcated stent graft had migrated and there was a distance of 18 mm from the lowest renal to the top of the stent graft with a proximal type I endoleak present. The patient will be monitored. The cause of the stent graft migration was likely due to aortic neck dilatation. No additional clinical sequelae were reported. Review of current post-implant 3d worksheet shows that the stent graft is approximately 2cm below the renal; the neck is mildly angulated. The proximal neck diameter is 20mm at the renals, 10mm below the renals is 23mm, and at the proximal margin of the stent graft the ID is 24mm.